Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad properly attached to the clamp arm; however it was found damaged, melted and 100% present. The device was connected to a test handpiece and gen11 and it did activate during functional testing. The device was disassembled to inspect internal components and no anomalies were noted. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure part of the white tissue pad fell off. The fallen piece didn't fall into the patient's body. Changed to another one to complete the procedure. No adverse event on the patient. One device will be returning.